Manufacturer narrative:
The customer has not had any other discrepant results other than this one sample.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 on a cobas 8000 c (701) module. The initial result from the c701 module was 43.03 mg/dl. The sample was repeated on the c701 module with results of 20.51 mg/dl, 23.13 mg/dl and 20.33 mg/dl. The sample was repeated on another unspecified instrument with a result of 20.3 mg/dl. It is not known if the initial result was reported outside of the laboratory. The crep2 reagent lot number was 61568201 with an expiration date of 30-nov-2022.

Manufacturer narrative:
Reagent issues were excluded. The investigation did not identify a product problem. The cause of the event could not be determined.